Event description:
It was reported that upon removal of the Foley catheter, 1 day after placement, there was spontaneous dislodgement. Attempted to inflate the removed balloon, but it did not inflate and the leak location was unknown. There was no such item came into contact with the product.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.The reported event has been confirmed manufacturing related and is being investigated by CAPAs 12866756 & 12474528.Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley catheter attached to drainage bag and urine meter. Verified material number: 119314 and manufacturing lot number: NGKT3543. Visual inspection noted balloon burst measuring 0.5700in. This is out of specification which states, "Catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe." Potential Root Cause Silicone balloon molding pin configuration when removing the balloon from the mold. Additionally, a contributor factor was identified Inspection method: The inspection method is visual and relies on the operator¿s judgment to identify any leakage in the catheter balloon during the inflation or deflation inspection test at 100 percent Final Inspection. Risk review and labeling review are not required as the event is being investigated per CAPAs 12866756 & 12474528.A review of the Device History Record did not show any problems or conditions that would have contributed to the reported issue.Corrections: D, E, F, H.UDI format updated with available product information per GUDID.H11: Sections A through F - The information provided by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Event description:
IT WAS REPORTED THAT UPON REMOVAL OF THE FOLEY CATHETER, 1 DAY AFTER PLACEMENT, THERE WAS SPONTANEOUS DISLODGEMENT. ATTEMPTED TO INFLATE THE REMOVED BALLOON, BUT IT DID NOT INFLATE AND THE LEAK LOCATION WAS UNKNOWN. THERE WAS NO SUCH ITEM CAME INTO CONTACT WITH THE PRODUCT.

Manufacturer narrative:
THE INVESTIGATION IS STILL IN PROGRESS. ONCE THE INVESTIGATION IS COMPLETE A SUPPLEMENTAL REPORT WILL BE FILED. UDI FORMAT UPDATED WITH AVAILABLE PRODUCT INFORMATION PER GUDID. H11: SECTION A THROUGH F - THE INFORMATION PROVIDED BY BD REPRESENTS ALL THE KNOWN INFORMATION AT THIS TIME. DESPITE GOOD FAITH EFFORTS TO OBTAIN ADDITIONAL INFORMATION, THE COMPLAINANT / REPORTER WAS UNABLE OR UNWILLING TO PROVIDE ANY FURTHER PATIENT, PRODUCT, OR PROCEDURAL DETAILS TO BD.